Event description:
It was reported that stimulation could not be adjusted and a 'call your doctor' icon appeared. A power on reset (por) condition and end of service (eos) message also appeared. The patient had not had any medical procedures around the time of the report. High impedances were also reported on all pairs, >4,000 ohms, except two. Revision was discussed, but not planned at the time of the report. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received from the health care provider reported that the cause of the event was because the battery had expired or depleted. All impedances were greater than 4,000 ohms. The battery was surgically replaced on (B)(6) 2013. There was no patient hospitalization and no patient injury. No further information was reported.

Manufacturer narrative:
Late MDR due to system issue with FDA. Concomitant products: product ID 3889-28, lot# v399340, implanted: (B)(6) 2010, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).